Event description:
(B)(6) 2013: it was reported that a patient received a burn on her left trap area under the electrodes when using the if3 wave device. The burn occured after the third use. The burn was reported to be very deep. (B)(6) 2013: it was reported that the patient did not seek medical attention for the burn. (B)(6) 2013: more information came in from the patient. The reason for treatment was thoracic outlet. The patient was using the continuous mode and the intensity was set at approximately 65 for 45 minutes; the electrodes were placed approximately 3 to 4 inches apart. The electrodes had been used 3 to 4 times. The burn was noticed immediately after treatment. The patients progress toward recovery was not impeded due to this incident. The patient did not receive medical treatment for the injury, but did see the physical therapist. The burn was approximately 3-4 cm with charred white on the left upper trap, it was reported by the patient to be very deep and third degree.

Manufacturer narrative:
The device, electrodes and leadwires were investigated and all were found to be within specifications and no failures were detected. In addition to the device being returned the following accessories were returned also: electrodes 5220 2"x2" sq 4pk: part number, 86905220, lot number 234233. Leadwire 60 in rohs pin gray: part number 620060-60, lot number 229021. Battery pack, if 3wave: part number 360102, lot number 3601020113.